Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic loss of capture was noted on stored egms. Programming changes were made. Variations in sensing amplitude and capture threshold were seen with isometric and positional testing. X-ray showed no dislodgement. The patient will be closely monitored.

Event description:
New information received notes that the patient received an inappropriate shock due to oversensing of noise. The lead was explanted and replaced. Patient was stable during the procedure. The patient will continue to be monitored.

Event description:
New information notes that on remote follow up, sensing and capture values were normal therefore the physician elected not to have the lead repositioned.